Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found the reported error in the logs. The se replaced the inspiratory module printed circuit board (pcb) to resolve the reported issue. During testing, the unit was found to not pass oxygen sensor calibration. The se replaced the oxygen sensor. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and generated an error code which rendered the unit inoperable. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: both the inspiratory module printed circuit board and the oxygen sensor were returned for failure investigation. The investigation is in progress for the inspiratory module and a follow up medwatch report will be submitted once the investigation is complete. The oxygen (o2) sensor was returned for failure investigation. It was noted that the manufacturing date was (B)(6) 2014. A visual inspection of the returned part showed no anomalies. The 02 sensor was installed into a failure investigation test ventilator for analysis. During o2 sensor calibration a low urgency alarm indicated that the o2 senor failed to calibrate. A reading taken with a fluke meter on the sensor read 2.1 mv. The acceptable pass range is between 8.5 mv and 13.5 mv. The ventilator's oxygen sensor has a nominal life of 1 year. Since the o2 sensor has a nominal life of one year, this part exceeds this useful life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the inspiratory printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.